Event description:
During omega twin hook surgery when the surgeon used the drill bit, it broke. The tip was left in the pt bone. The surgeon was female and has not applied power with it. She suspects metal fatigue and intensity degradation.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.